Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was mildly calcified and mildly tortuous. During the procedure the catheter was kinked and broke in front of the transducer. The catheter also experienced excessive resistance before the break occurred. A different device was used to complete the procedure successfully, and there were no patient complications.